Event description:
It was reported by service report that the head left side rail release handle is broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release handle.